Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and replaced the broken bezel, keypad, keypad overlay and the gasket. The fse stated that keypad had a button that was not consistently working. The fse then performed a full calibration and a functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a crack on the bezel and on the keypad. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.